Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (ipg), implanted: (B)(6) 2008; product ID 5092-58 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.